Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the acid and base pumps due to the base pump not holding prime. The cse also replaced the aspirate probe peristaltic pump tubing, wash block aspirate membrane pump and wash manifold valve bank assembly. The cse re-seated the aspirate wash block tubing and aspirate probes. Quality controls and precision testing were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s).the sample was repeated on the same instrument and on an advia centaur xp, resulting lower. The corrected result from the advia centaur xp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.